Event description:
The patient reportedly experienced intermittent lock, followed by loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.